Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for revision of the right ventricular lead due to increased capture threshold and pacing impedance measurements that exceeded the upper limit. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2020. There were no patient consequences.